Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the device had a malfunction wherein it did not seal completely.